Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a tube with a crack at the bottom, resulting in specimen leakage. A total of 30 retained samples were visually inspected for damages, and all passed the inspection. Additionally, 10 retained samples underwent functional tests for brittleness, and all passed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the tube broke. No patient or user impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the tube broke. No patient or user impact reported.